Event description:
Boston scientific received information that several hours following the implant of a new device system, the patient with this left ventricular (lv) lead overextended her arm and the lv lead became dislodged. No capture at maximum outputs was observed. A lead revision was performed and the lv lead was successfully repositioned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.